Event description:
It ws reported the insulin pump will error out every time the device was downloaded to (B)(4). The issue was the date on the device was causing issues. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
(B)(4). Displayable history crc check failed at startup alarm noted on alarm history screen due to corrupted history file. Unable to upload to care link pro due to corrupted history file. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.